Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, the patient experienced loss of consciousness. The cgm was reading 6.0 mmol/l and the blood glucose reading was 0.2 mmol/l. The husband treated the patient with 2 bottles of glucose gel. An ambulance was called, and the paramedics treated the patient with IV medication. The patient was exhausted, slept for 3 days and fully recovered after 3 days. At the time of the report, the patient recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.